Event description:
It was reported that the oxygenator was used on a pt for three days and developed high membrane pressure. The oxygenator was changed out. No reported pt effect. (B)(4). Ref MFR# 8010762-2014-00107.